Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems had damaged tips.the following information was provided by the initial reporter, translated from japanese: "the tip of the catheter tube is burred, the edge of the catheter tube is not neat, and it cannot be punctured."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter defective/damaged was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems had damaged tips. The following information was provided by the initial reporter, translated from japanese: "the tip of the catheter tube is burred, the edge of the catheter tube is not neat, and it cannot be punctured".